Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported intervention and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by father that the patient experienced a hypoglycemic event and lost consciousness while at the grocery store . The patient's blood glucose levels dropped to 40 mg/dl while wearing the pod; father reports patient received un-commanded boluses from their controller, which lead to this medical event. Father contacted an emergency nurse by phone and provided patient with carbohydrates and juice as instructed; nurse stayed on the line until bg levels returned to normal. The patient's blood glucose, carbohydrate, and insulin history are as follows: (B)(6).